Event description:
It was reported by the customer that on (B)(6) 2010, the fiber laser beam went forward and not sideways at 60,000 joules. Also, it was reported that there was a degradation of the fiber, reducing the efficiency and changing the direction of the laser beam.